Event description:
A report was received that a patient underwent a pocket revision due to difficulty charging. The patient was reported to still having difficulty charging after the revision.

Event description:
A report was received that a patient underwent a pocket revision due to difficulty charging. The patient was reported to still having difficulty charging after the revision.

Manufacturer narrative:
Additional information was received that the patient was able to successfully charge the ipg after charging instructions were provided by the bsn sales representative.